Event description:
A doctor alleged that a veneer had debonded after placement with the mojo light cement for a patient.

Manufacturer narrative:
The patient experienced the debonding of a veneer for tooth #25 on multiple occasions. The doctor re-cemented the veneer for the patient, without further incident. To date, the patient is doing fine. The product was not returned; therefore, a 'barcol hardness' test was evaluated, yielding results within specifications. A DHR review revealed that there was no deviation from the manufacturing process. In addition, no similar complaints were received with regard to this lot.